Event description:
It was reported that during the superion indirect decompression (ID) procedure, the driver was free spinning while deploying the implant. Attempts to reengage the driver to the implant were completed however were unsuccessful. It was noted that the lower shaft and driver tips were missing upon removing it from the implant. A new ID driver kit was opened wherein the ID implant was successfully removed before completing the procedure. It is not known if the broken driver tips were removed from the patient during the procedure despite good faith efforts.

Manufacturer narrative:
A retroactive review of events within the quality system identified this record as requiring remediation, including reporting and submission of an initial emdr per applicable criteria. Boston scientific has opened a corrective and preventive action (CAPA 8647) investigation to determine the root cause for why an initial emdr was not previously submitted to the FDA in accordance with boston scientific established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary. Fields h7 and h9 were updated. An urgent medical device correction (97003015-fa) was delivered to physicians in may 2023 communicating the potential for superion indirect decompression system (ids) driver instrument tip breaks to occur with use of excessive force during the implant procedure. Driver tip damage may be readily detected via visual, audible, and/or tactile signals. Analysis of the returned driver revealed that the tips of the driver were damaged and completely sheared off which was likely caused by excessive force. A product labeling review identified that the device was used per the instructions for use (IFU)/product label. Additionally, labeling states avoid application of excessive stress on instrumentation. Therefore, engineers concluded that the probable cause was unintended use error caused or contributed to this event.

Manufacturer narrative:
Analysis of the returned driver revealed that the tips of the driver were damaged and completely sheared off which was likely caused by excessive force. A product labeling review identified that the device was used per the instructions for use (IFU)/product label. Additionally, labeling states avoid application of excessive stress on instrumentation. Therefore, engineers concluded that the probable cause was unintended use error caused or contributed to this event.

Event description:
It was reported that during the superion indirect decompression (ID) procedure, the driver was free spinning while deploying the implant. Attempts to reengage the driver to the implant were completed however were unsuccessful. It was noted that the lower shaft and driver tips were missing upon removing it from the implant. A new ID driver kit was opened wherein the ID implant was successfully removed before completing the procedure. It is not known if the broken driver tips were removed from the patient during the procedure despite good faith efforts.

Manufacturer narrative:
A retroactive review of events within the quality system identified this record as requiring remediation, including reporting and submission of an initial emdr per applicable criteria. Boston scientific has opened a corrective and preventive action (CAPA 8647) investigation to determine the root cause for why an initial emdr was not previously submitted to the FDA in accordance with boston scientific established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary. Fields h7 and h9 were updated. 9 an urgent medical device correction (B)(4) was delivered to physicians in may 2023 communicating the potential for superion indirect decompression system (ids) driver instrument tip breaks to occur with use of excessive force during the implant procedure. Driver tip damage may be readily detected via visual, audible, and/or tactile signals. Analysis of the returned driver revealed that both tips of the driver were completely sheared off. Therefore, engineers concluded that the most probable cause was unintended use error caused or contributed to this event. A review of the instructions for use (IFU) was performed, it states to avoid application of excessive stress on instrumentation. Additionally, it also states to carefully inspect all instruments prior to and after use. Do not use an instrument that is visibly damaged. If an instrument appears damaged after use, confirm that no broken fragments are retained in the patient.

Event description:
It was reported that during the superion indirect decompression (ID) procedure, the driver was free spinning while deploying the implant. Attempts to reengage the driver to the implant were completed however were unsuccessful. It was noted that the lower shaft and driver tips were missing upon removing it from the implant. A new ID driver kit was opened wherein the ID implant was successfully removed before completing the procedure. It is not known if the broken driver tips were removed from the patient during the procedure despite good faith efforts.